Manufacturer narrative:
The logs were reviewed by gehc technical support. The logs confirm the unit was providing leak alarms when the reported event occurred. Following the case, the hospital biomed performed a checkout of the unit and it was found to function within specification. The unit was returned to service. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure during a case. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.